Event description:
Pt initailly had good results from the stimulator. In october had return of tremor and developed a "tugging sensation" at the connector site. Revisions of the system were attempted without success in restoring therapy and relieving the discomfort. Pt continued to have discomfort/pain over the insertion site of the stimulator at the right breast. The connector was cut, but the discomfort was not relieved. Device was explanted at pt's request.